Event description:
During evaluation of the device in the zoll technical service department, the output energy was out of the tolerance for the selected values. There was no patient involement during the malfunction.